Manufacturer narrative:
(B)(4).

Event description:
It was reported that six days following the implant procedure, it was noted that the atrial lead was not properly connected to the pulse generator. No intervention or adverse consequences to the patient were reported. The patient would be monitored. No further information could be obtained.